Event description:
The user facility reported the power supply to their patient warming system pack sparked. No report of injury.

Manufacturer narrative:
Investigation of this event is currently in process. A follow-up report will be submitted when additional information becomes available.

Manufacturer narrative:
Following the reported event, the user facility received a replacement power supply for their patient warming system pack. A steris service technician inspected the power supply subject of the reported event and stated that the direct current (dc) output connector on the patient warming system pack was physically damaged. When the inner conductor contacted the outer conductor, sparks may have been created from electricity arcing. The patient warming system pack was returned to service and no additional issues have been reported.